Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), uterine perforation ("perforation (uterus)"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("abnormal bleeding (general)") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: zoloft. Concurrent conditions included spinal column stenosis, sciatica, skin cancer, glaucoma, infection, depression, hypoglycemia, gestational diabetes, obesity, metrorrhagia, heart disease, unspecified, foot pain, diabetes mellitus, hypoglycemia, cervicitis, human papilloma virus infection and hypercholesterolemia. Concomitant products included ibuprofen and sertraline hydrochloride (zoloft). On (B)(6)2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue"). On (B)(6)2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 year 6 months after insertion of essure. In 2014, the patient was found to have smear cervix abnormal ("abnormal pap smear"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced anaemia ("anemia"). On (B)(6)2017, the patient experienced genital haemorrhage (seriousness criterion medically significant) and device expulsion ("expulsion of essure device"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced back disorder ("back problem"). The patient was treated with iron and surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the fallopian tube perforation, uterine perforation, ectopic pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, device expulsion, anaemia, smear cervix abnormal and back disorder outcome was unknown, the genital haemorrhage had resolved and the dysmenorrhoea and fatigue was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anaemia, back disorder, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, pelvic pain, smear cervix abnormal, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she will have surgery to remove the essure implant on (B)(6)2017. Discrepancy noted in date of insertion- (B)(6)2010 , (B)(6)2010. Event did not performed essure confirmation test was deleted as in current follow-up essure confirmation test was reported. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: ectopic pregnancy, uterine/fallopian tube perforation. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received- new events abnormal pap smear, anemia were added. Outcome of fatigue updated to recovering / resolving. Medical history, concomitant and treatment drug were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. At the time of the report, the perforation, ectopic pregnancy with contraceptive device and pelvic pain outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device, pelvic pain and perforation to be related to essure. The reporter commented: she will have surgery to remove the essure implant on (B)(6) 2017. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), uterine perforation ("perforation (uterus)"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("abnormal bleeding (general)") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not performed essure confirmation test" and device ineffective "device ineffective". The patient's concurrent conditions included spinal column stenosis, sciatica, skin cancer and glaucoma. In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In 2014, the patient experienced fatigue ("fatigue"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and device expulsion ("expulsion of essure device"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and menorrhagia ("abnormal bleeding (menorrhagia)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy (uterus and cervix removed). At the time of the report, the fallopian tube perforation, uterine perforation, ectopic pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and device expulsion outcome was unknown, the genital haemorrhage had resolved, the dysmenorrhoea was resolving and the fatigue had not resolved. The reporter considered device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she will have surgery to remove the essure implant on (B)(6) 2017. Most recent follow-up information incorporated above includes: on 19-jun-2018: pfs received, reproter added, concomitant codnition added , event added as:- abnormal bleeding (general), hysterectomy (full), abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), expulsion of essure device, pain,event perforation of organ was replaced with perforation (fallopian tube(s))and perforation (uterus), fatigue incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.